Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic has been cut or torn into three pieces. All four haptics are attached and are not damaged. There is a cloudy white area visible on the optic. The surface of the lens optic has an orange peel appearance. Light microscopy image and sem micrographs of the submitted lens revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Energy-dispersive spectroscopy (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. It is likely that patient-related factors caused or contributed to the reported issue as the patient had a dsaek procedure approximately 3 years post iol implant. This procedure is pro-inflammatory and a contributing factor to opacification of hydrophilic acrylic iols.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had dsaek done approximately 3 years post-implant. Subsequently, the lens became cloudy and was replaced almost 4 years post-implant with the same model lens. In the surgeon's opinion, the likely cause of the event was "air put in the eye" associated with the dsaek procedure. The patient's prognosis is described as "good following iol exchange."